Event description:
It was reported that the patient experienced back spasms around the surgical sites. The physician stated the patient may need an xray to see if the leads had moved. This issue had been occurring for the past 6-8 months. The system takes care of the pain it was implanted for, but activity makes her miserable. There was no incident related to this event. The stimulator was also causing the patient discomfort, and the patient felt it poked out of her body. It was reported that it had hurt since the day of implant and hasn't improved. Of note, the patient has also lost her eyesight in her left eye due to diabetes, which was pre existing. It was noted the patient was hurting and their battery felt like it was moving.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead.